Manufacturer narrative:
An investigation has been initiated. The returned sample has been forwarded to the MFR for eval. When the investigation is completed, a final report will be submitted.

Event description:
It was reported that there was a catheter fracture before the bifurcation.